Manufacturer narrative:
(B)(4). Failure to follow steps. A femoral angiogram was not taken. The instructions for use state: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the needles returned without the suture. A second proglide device was used to achieve hemostasis. Femoral angiogram was taken after the use of the second device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because key components were not returned with the device, the scope of the investigation was very limited and the reported suture retrieval issue could not be confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.